Manufacturer narrative:
Concomitant medical product: product ID: bi71000522, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. The f11 and f12 fuses were replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) was not turning on. The line power light was off when plugged into a known good outlet. There was no patient involved with this event.